Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was performed from the date of manufacture to the date corresponding to this service notification number. The database showed quality notification #: (B)(4) was opened for the device without correlation to the reported complaint. A review of the device history record in sap for sn (B)(4) was performed from the date of the manufacture to date of the release of product, which confirmed that this device was involved in a production failure, and product was not returned for servicing which correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode. The customer stated that there was no patient involvement.

Event description:
(B)(4). Npi 8100 error code 242.4030 8100 sn: (B)(4) customer was having a error code of 242.4030 and the customer wanted to know how to correct it. I explain to the customer that when you open the 8100 door do you hear any movement? The customer said no there's no sound, so I explain to the customer that it was his motor controller board. The customer asked if there's a part number for the motor control board. I give the customer the part number and then the customer asked to be transferred to our com for pricing. After that the call was ended.